Manufacturer narrative:
Per biomed the unit was in use on patient and the unit was swapped out with no patient issue. The repair has not been completed.

Manufacturer narrative:
Per biomed the led alarm strip was replaced, the issue is now resolved.

Event description:
The customer reported a check vent alarm for led failure at turn on. The customer contacted product support and reported code 1105 (alarm led failed) logged several times. Product support reviewed and suggested repair per the manual. Product support advised the customer to replace the power switch overlay. The customer stated they are familiar with replacement procedures. The customer reported that the unit was not in use on a patient. Repair information was requested from the customer, but no response received. The investigation is ongoing.